Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was around the hemoglobin lamp and wbc (white blood cell) bath area in the instrument. Latron primer and controls were failing when the leak was observed. The volume of the leak is unknown and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found cut tubing through pinch valve pv66. The fse replaced the tubing and the instrument ran without leaks or latron failures. The repairs were verified per established procedures. (B)(4).